Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the patient was dissected normally through an anterior dissection. After the leg assemblies were placed in their respective positions within the sacrospinous ligaments and the arcus tendons, the physician adjusted the mesh body and systematically pulled through the leg assemblies until the placement correctly supported the patient's anatomy. As the physician then attempted to remove the leg assemblies by grasping them and cutting through one side of each sleeve and leader loop, three out of the four legs tore in half at the cut, below the tack weld, and above the separator weld. The lower portions of the leg assemblies detached outside the patient, and the remaining portions of the sleeves were not loose inside the patient, but were still placed through the tissue, (still attached to the mesh body by the suture.) The physician reached in and with an (unspecified) instrument grasped the visible sleeves and pulled them out of the patient along with the sutures. He then checked to ensure that each sleeve was fully removed, and closed the patient. The physician completed the procedure using this pinnacle anterior/apical pelvic floor repair kit, with no complications to the patient, who was reportedly stable at the conclusion of the procedure, and is (B)(6). Following the procedure, the physician opined that he may have cut too much through the sleeve, causing the sleeve to tear. In addition, he opined that he could have been more forceful when pulling the sleeves from the mesh.